Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient as admitted on (B)(6) 2017 through (B)(6) 2017 due to bloody stool. A colonoscopy was performed where a arteriovenous malformation was identified and cauterized. At that time, hematocrit (hct) was 30.2%. No blood products were given. The patient was readmitted on (B)(6) 2017 due to black stool. Hct on admit was 31.9%. A colonoscopy was performed and 2 polyps were identified and cauterized. The patient was to remain as an inpatient while coumadin was adjusted.